Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl after an unspecified duration of pod wear on the hip/buttocks. Reported symptoms included lightheadedness. The patient sought medical attention at the emergency room (ER) where she was diagnosed with hyperglycemia. Treatment at the ER consisted of an insulin infusion, and the patient returned home the same day.